Manufacturer narrative:
(B)(4).

Event description:
The pump alarm was heard and also confirmed by telemetry. The alarm was due to a low battery reset. The pump was in safe state; reset occurred. Pump replacement surgery was planned. There was no therapy or medical problem. The pump contained dilaudid.